Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brushing teeth and brush head sheared off from rest of the body, wife swallowed something - oral-b. Swallowed something - oral-b. Brush head sheared off from the rest of the body - oral-b. Consumer e-mail stated that while their wife was brushing her teeth this morning, the brush head sheared off from the rest of the body and their wife swallowed something. No injury was reported.